Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The first event was reported under MDR# 3006425876-2015-00298.

Event description:
It was reported that after passing the catheter over the guide wire, the guide wire was difficult to withdraw which resulted in "fraying". As a result the hospital used a competitor's product to insert the catheter under ultrasound guidance. The catheter was placed successfully. There was a delay in treatment. Complications of bleeding at the insertion site were reported. No patient death occurred.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.